Event description:
During the implant procedure, it was noted that the right ventricular (rv) lead was bent. The lead was exchanged and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the lead to be slightly bent at the distal region consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.